Event description:
Customer reported via phone call that he was hospitalized. The customer stated that his blood glucose in the early morning was at 362 mg/dl but then it went up to 433 mg/dl with ketones. He changed the set and it went to 313 mg/dl. He called his doctor and was advised to treat with manual injection and go to the hospital. He was treated with insulin drip and was stabilized at 173 mg/dl and released. Customer stated that then he started having blood glucose over 400 mg/dl again. He experienced headache, vomiting and abdominal pain. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and the cannula was not bent. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The insulin pump passed the high pressure test. Current blood glucose was 346 mg/dl. Customer was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).